Event description:
It was reported that the patient's lead was exposed at the laminectomy site. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.